Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The device was also received with a missing end cap sticker, minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, a broken reservoir tube lip, and a missing o-ring from the reservoir tube.

Event description:
The customer called and reported that a button on the insulin pump was not responding. Customer's blood glucose was not known mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.